Event description:
It was reported the pt experienced a loss of therapeutic effect. Troubleshooting, changing programs, and turning up the device with the pt programmer were unsuccessful at regaining stimulation. It was stated there was no fall or accident, but the pt "does back exercise every day." The pt was referred to their health care provider. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).